Event description:
A 3.0mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the mid rca of a patient with no issue reported. During procedure the patient received a 3.0mm diameter x 9mm length endeavor sprint rx in the mid lad (MFR rep # 2953200-2010-02105). However, it was reported that the patient suffered an mi due to spiral dissection of the lad. Repeated ptca was performed with deployment of a drug eluted stent. Communication form the field reported that the patient suffered an mi approximately 1 month post stents implant. Re-hospitalization was required. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: mi.